Manufacturer narrative:
Manufacturing investigation evaluation: one (1) aiming-arm 130° (part 03.037.013) was received for manufacturing investigation. The article is in an unused condition with no traces of use visible. During manufacturing investigation, all relevant and significant characteristics (such as dimensions) were checked and found to be within specifications. Additionally, the article passed all functional tests. There are no references to the reported issues with this device. No manufacturing related issues were identified and/or confirmed. Product development investigation evaluation: the tfna 130 degree aiming arm (part 03.037.013) was received at the investigation site. A visual inspection revealed basic wear, but nothing that would indicate improper use. The distal locking hole diameter was measured with uncontrolled, un-calibrated calipers and appear to be within the tolerance zone. The diameter measurement was 11.02mm, which is acceptable given the range of 11.0 +0.027. The complaint indicates that the sleeve would not fit in the appropriate hole of the aiming arm. After measurements were taken, it was determined that the sleeve is larger in diameter than the aiming arm hole. The parts will not fit together per their intended uses. The sleeve in question is in great visual condition with no scratches or wear marks. The aiming arm is also in good condition. Part damage was not the cause of improper fit. The relevant documentations were reviewed. It should be noted that this sleeve was developed under the asls system; however, it is appropriate to use during tfna procedures. Even though the sleeve was designed in the asls system, the aiming arm of the tfna system was designed to be compatible with the asls sleeve. In contrast, the asls sleeve design could not have been considered for use with the tfna connecting screw as the device did not exist at the time. This complaint investigation revealed no design issues or discrepancies that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: july 29, 2015 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016 to treat a hip fracture. During the procedure, the protection sleeve would not go through the aiming arm as expected. In order to finish the case and successfully insert short nails with a distal interlocking screw, the two instruments need to pass through. However, the sleeve absolutely would not fit into the aiming arm. The surgeon had to freehand the drill and screw resulting a five (5) minute surgical delay. No patient harm was noted. The procedure was completed successfully. (B)(4).